Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, blindness (pt: blindness), was deemed to meet serious injury criteria as treatment was necessary to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported. C. Rouanet, p. Kestemont, c. Winter et al., management of vascular complications following facial hyaluronic acid injection: high-dose hyaluronidase protocol: a technical note, journal of stomatology oral and maxillofacial surgery (2021), https://doi.org/10.1016/j.jormas.2021.05.014.

Event description:
This MDR is related to MDR 3013840437-2021-00165, 3013840437-2021-00164, 3013840437-00167 referring to the same patient, and MDR 3013840437-2021-00163 referring to the same literature article. This is an exemplary case about 1 of 34 patients for which no demographics were provided. This is a literature report from a study aimed to propose a protocol for the management of vascular complications of hyaluronic acid with high doses of hyaluronidase, adjuvant therapies and care logistic organization according to the type of vascular impairment. This literature report from france concerns a patient. The patient was injected with hyaluronic acid. After the treatment with hyaluronic acid, the patient experienced vascular complications. As reported, the diagnosis was clinical. Initially the patient experienced localized acute pain with skin whitening. As reported diagnosis at that stage was difficult because these symptoms were not very specific and were possibly absent or neglected by the injector. The protocol involved 1500 units of hyalase, diluted in 1 to 5 ml of 0.9% physiological saline depending on the skin surface to be treated. Hyalase was injected in totality, in subcutaneous tissue, and in the muscular plan using a 25-g cannula by flooding the entire macroscopically affected surface of the skin. The use of a needle was recommended only if the tip of the nose was affected. The injection was repeated every 8 hours until the capillary refill time returned to normal in comparison to the healthy contralateral area. The patient experienced other skin symptoms including livedo, reddish skin (possibly grey-blue), and the capillary refill time was slow (more than 3 s). This phase usually appeared in the first few hours and lasted more than 24 h. The protocol involved 1500 units of hyalase every 6 h until the capillary refill time returned to normal. Usually after 24-72 h, the clinical signs included phlyctens, vesicles, scabs, ulcerations and lead to extensive necrosis (considered as severe). The protocol involved 1500 units of hyalase every 2 h until the capillary refill time returned to normal. In case of extensive and crucial necrosis, the patient also received curative anticoagulation with subcutaneous heparin adjusted to the patients weight until skin normalization. Hyperbaric oxygen therapy of 90-min sessions per day (2 sessions per day) was prescribed. Hospitalization was recommended if the evolution was unfavourable after the initiation of the protocol. For the management of the skin symptoms, the patient received anti-platelet aggregation with 75 mg acetylsalicylic acid, once a day, until the skin recoloration time was normalized. The patient also received antibiotic therapy and nursing care if there were signs of a skin superinfection, anti-herpetic treatment if there was doubt of a herpes reactivation and corticosteroid therapy with 1 mg/kg/day of prednisolone in case of a severe oedema. The patient also experienced ophthalmological symptoms including blindness, decreased visual acuity, eye pain, mydriasis, ptosis and ophthalmoplegia. As reported, if the symptoms begin during the filler injection, it was recommended to immediately inject hyalase in the peribulbar area. As reported, 1500 units of hyalase were diluted in 1 ml of 0.9% saline and injected using a 25-g cannula. The cutaneous entry point corresponded to the inferior-external angle of the orbit. The cannula advanced through the skin, orbital septum and then to bone contact at the level of the orbit floor. Hyalase was injected to a depth of 2-3 cm. An ocular massage was recommended with pressure on the eyeball for 10-15 seconds followed by rapid release. The patient was emergently transferred to a specialized ophthalmology unit. Warm compresses were applied to increase vasodilatation and a vigorous massage was performed for 10 min to fragment the embolus. Icing the area was strictly contraindicated because the induced vasoconstriction aggravates ischaemia. As reported, the patients clinical condition was reassessed several times a day. The outcome of the events was unknown. In the opinion of the author, their protocol allowed a rational and codified management according to the patients clinical condition. In the majority of patients, it allowed the complete healing of ischemia without sequelae or adverse effects. Hyaluronidase was well-tolerated and had few adverse effects even at high doses. Clinical improvement was commonly rapid and occurred in less than 24 hours. Usually 3-4 injections of hyalase were sufficient in early diagnosis with superficial skin injury. However, it was as high as 8-9 in major skin suffering. It was more effective if it was injected within 4 hours. However, it was useful even after 24 hours because it allowed to reduce the ischemic surface quickly and improve healing. In the case of vascular occlusion, treatment was urgent and did not require an allergic test. The authors recommend injecting hyaluronidase as early as possible, and as long as the cutaneous necrosis was not total. Acetylsalicylic acid was recommended to prevent clotting and reduce inflammation. Curative anticoagulation was used to prevent thrombus formation proximal to the embolus as recommended in acute peripheral ischemia. Hyperbaric oxygen therapy once or twice daily, possibly improved ischemia and reduced tissue loss. In case of total necrosis, the necrotic tissue had to be excised and directed healing initiated with daily dressing care. In that case, the healing process was long and aesthetic sequelae was expected.